Event description:
On (B)(6) 2012, the lay user/patient's relative contacted lifescan alleging that the patient's onetouch ping meter was prompting an "error 1." This complaint was classified based on the customer care advocate (cca) documentation. The reporter informed the cca that the error message began to appear on (B)(6) 2012 at 2:20 pm. The patient is on an insulin pump. The reporter denied that any action was taken in regards to the patients usual diabetes management regimen due to the issue. Approximately 20-25 minutes after the error appeared, the reporter stated the patient became "pale and shaky." At the onset of symptoms the patient was tested on another device and obtained a reading of "77 mg/dl." It was reported that the patient treated self with food and/or drink in response to the symptoms. The alleged issue remained unresolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue started.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.